Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information has been requested.

Event description:
A surgeon reports that seven years following intraocular lens (iol) implant surgery, a patient reports cloudy vision. Additional information, including patient status, has been requested.